Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose readings of 630 mg/dl. Customer mentioned having chest and arm pain prior to the hospitalization. Customer was treated with IV and a new infusion set and reservoir. It was noted that the customer was using the infusion set for longer than three days and that the infusion set was grimy, dirty and bent when they removed it. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.